Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the legs are bent and very wobbly. The caller states the legs aren't touching the floor correctly.